Event description:
A caller reported a malfunction on their pump with an identified malfunction code. The impact on the customer's blood glucose level was not disclosed, as the customer declined to answer. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterwards.